Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and also received compromised force sensor system and rf pic failed selftest alarm. The customer did not provide information about symptoms and treatment. The customer¿s blood glucose level was 458 mg/dl. The customer¿s blood glucose value was 314 mg/dl, 210 mg/dl. Customer reports they were able to clear the alarm. Customer reports pump did not require rewind. The drive support cap appears normal. Customer reported damage to the pump. The customer declined troubleshoot for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Device passed the displacement test. However, device alarmed rf pic failed self test during self test due to faulty connector. Unable to verify compromised force sensor system alarm and perform basic occlusion test, occlusion test, prime test and excessive no delivery test due to detached end cap.